Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn around the up arrow button. All of the keypad symbols were worn. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally the bolus button was difficult to press. The bolus button cover was removed and the button plug was off center. Contamination was also observed on the bolus button contact. Unrelated to the complaint, the display screen appeared faded and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad cover was torn over the up arrow key and worn over the ok and down arrow keys. The up arrow and ok keypad buttons were intermittently unresponsive and required increased force to engage. The contrast keypad button required presses with increased force to engage, which has no effect on insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.